Event description:
Patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases flat. A leak test and microscopic analysis were performed which identified a crack valve, non-penetrating nicks (valve bond edge) and observed a void on the valve side within specification per (B)(4) (texture side) and is not considered a workmanship. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve (do not leak through the crack).

Manufacturer narrative:
Information in this report has previously been submitted via asr on 01/28/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is deflation.

Event description:
Patient reported right side deflation. Device has been explanted.